Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced nausea as well as pain around their device about two weeks prior to the report. It was indicated that it was tender and internal pain. The patient stated that they had horrible nausea before implant and hoped that it wouldn't come back. They were not sure if it was an infection or something. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information indicated that there was no infection. If information is provided in the future, a supplemental report will be issued.